Event description:
"The pt was at home when the arterial connection cracked between the clamp and bifurcation. Pt was rushed by ambulance to the hosp." The catheter was removed the same day. Pt's condition was not reported.